Manufacturer narrative:
(B)(4). (B)(6). The event was confirmed with product received. Visual inspection confirmed that the hex feature has fractured from the remainder of the device. The fractured portion was not returned. Wear rings were observed on the shaft. Discoloration/oxidation spots were found on handle and shaft of the instrument. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after surgery, upon disassembling, the device was broken. No further event information available at the time of this report.